Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set was under infusing. The following information was received by the initial reporter with the following: it was reported by the customer that infusion nurses administer some infusions as a secondary. The nurse sets the rate and time for the infusion and when the infusion should be completed, half of the IV is remaining in the IV bag. The clinicians will ¿run¿ the infusion again to administer the remaining medication. Staff state the infusions are setup correctly and sometimes they are even using two or three hangers to lower the primary infusion container.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.